Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge battery pack. The cause for the failure was isolated to a damaged battery board terminal preventing battery insertion. The root cause for the damaged battery board terminal was excessive force. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported unable to charge battery pack.